Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed critical pump error. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test due to prime anomaly. Unable to perform active current measurement, sleep current measurement, and self-test due to constant failed battery test. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly, however, it was noted as damaged due to partially broken retainer and cracked retainer. Unit was successfully downloaded using thus for history files and traces. Pump error 3 was found on 08/16/2021 12:44 in history files and traces. Unit was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, motor home switch, j1 flex cable, vibration harness assembly, and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked retainer, partially broken retainer, keypad overlay texture damage, overlay scratched. Critical pump error is not confirmed. Failed battery test is confirmed due to moisture damage on electronic stack. Prime anomaly is confirmed due to moisture damage on motor assemblies. Pump error 3 is confirmed due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.